Manufacturer narrative:
(B)(4).no further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient presented to the clinic with a small hole in the silastic sleeve of her driveline. The hole is approximately 8 inches from the driveline exit site and there was purulent drainage oozing from the hole. The patient was asymptomatic. There were no lvad alarms and no signs or symptoms of a driveline or pump pocket infection. The patient is permitted to shower at home, but denied total submersion of her driveline in a bath or swimming pool. On (B)(6) 2015 the driveline was assessed by the manufacturer's technical services. A small pin hole was observed in the silicone jacket, about 12-14 inches from the exit site. A small drop of a brown unknown fluid would drip out of the pin hole periodically. Once the silicone jacket was opened up to investigate the brown fluid, about 2-3 ml of fluid came out of the driveline. The substance appeared light brown in color and had an unusual odor. The patient had no fevers and there were no pump alarms. The fluid was sent for analysis which showed no signs of infection. The patient was discharged when the fluid stopped coming out of the driveline. The driveline was not taped back together, but a gauze dressing was placed to monitor for more drainage. On (B)(6) 2015, the patient reported an increased pump power from 4.8 to 8.0 watts and low speeds about 400 rpms down from her fixed speed of 8800 rpms. The patient went to the emergency room with continued drainage coming from the driveline. The patient had no other complaints at the time. The log file was reviewed and no adverse alarms or events were captured in the approximately 4 day log file. The lower speed the patient may have seen was likely associated with a pi event, with the pump either going down to the low limit of 8200 rpm or ramping back up to the set speed of 8800 rpm. The average power was stable and ranged from 4.9 to 5.9 watts. No additional information was provided.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device remains in use. The report of a tear in the outer silicone jacket of the driveline and fluid draining from this tear was confirmed via an onsite evaluation; however, a root cause for the event cannot be determined. The silicone jacket was opened, the fluid was drained, and the driveline was wrapped in gauze. There were reportedly no signs of infection. The submitted system controller log file appeared to show the system operating as intended. The patient remains ongoing on (B)(4) and no further events have been reported. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.